Event description:
On the day of the event, kmi was notified of the explant of a kinetik great toe implant to address pain reported by the patient. During the explant/replacement surgery the k.g.t.I poly component was found dislodged from the phalangeal component it was previously assembled to.